Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level over 600 (mg/dl) and feeling ill. The customer stated cause of the elevated bg level was the pump however, the customer did not provide further details. The customer was unable to recall the treatment received while in the hospital but stated bg level had lowered to 125 (mg/dl). The customer was released from the hospital after 5 days. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.